Manufacturer narrative:
The subject device was received and it is being sent to the service center for evaluation. The device therefore is pending evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported that during an endoscopic ultrasound-assisted needle biopsy procedure, the metal safety guard came loose and had to be recovered in the lung of the patient. No further details were reported regarding the event. There was no patient harm or injury was reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 27-jul-2020. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where extensive deformation of the insertion portion was noted. There were multiple severe kinks along the length of the needle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections: g4, g7, h2 and h10.